Event description:
The pt had her lead replaced. The reason for replacement was not provided. It was unclear if the implantable neurostimulator was replaced as well. The pt was not injured and was doing well with the new lead. Additional information has been requested, a f/u report will be sent if additional information becomes available.

Event description:
Additional information received reported that the lead was replaced due to a break. The hcp rated the break as normal.

Manufacturer narrative:
(B)(4).